Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the feeding set is leaking at back of tubing, where clear tubing meets purple connection piece.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Samples were received in their original package. Samples were visual and functional inspected. During functional inspection leaking was detected between the connection of tubing line and cross spike connector. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the reoccurrence of the reported defective condition. This complaint will be closed with no further action and will be used for tracking and trending purposes.